Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise episodes since (B)(6) 2016; additional episodes were noted in (B)(6) and (B)(6). The patient experienced presyncope and dizziness during these episodes.